Event description:
A consumer implanted for occipital neuralgia reported experiencing intermittent shocking since 2014 when stimulation was on and in use. When the consumer was asked what they were doing when they felt this they stated it may be when they moved their neck some. It was noted the leads were implanted in the neck which was where they were feeling shocking. There were no traumas or falls reported related to this issue or any reports of recent emi exposure or medical testing. It was noted the consumer had radiation to the right breast from 2010-2012 and a stroke on the right side in 2012 but this was prior to when the shocking sensation started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.